Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis, then used as an external temporary device. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information received that the temporary system was taken out of service. The pacemaker was explanted. There were no additional adverse patient effects reported.